Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose and the insulin pump was not delivering the basal as it supposed to. The blood glucose reading at time of call was 126mg/dl. The customer declined to troubleshoot and requested a replacement. The customer mentioned that the paramedics were called two weeks ago and they came to her house because her glucose level was 20mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.